Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation had not powered up the application after a power outage. A field service engineer (fse) found that the database had been corrupted and that the hard drive had to be replaced. The field service engineer (fse) added a new hard drive and configured it to the medstation. It was verified that the medstation was operational in the diagnostics tool. The customer was able to open it, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was having power interruption. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.